Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving unspecified high sensor readings and as a result, experienced "hypoglycemia all week," and a loss of consciousness. Customer reported being able to self-treat with metformin, had contact with a healthcare professional who provided unspecified oral treatment for the diagnosis of hypoglycemia and obtained an unspecified blood glucose result. No further information was provided. There was no report of death or permanent injury associated with this event.